Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company field service engineer was present for a biopsy and ablation case with the surgeon. During the case, the surgeon was using a stryker gray 3.2 drill bit through the rosa 3.2 drill guide with a stryker drill. Only a few seconds after beginning to drill, the drill bit and drill guide became fused together. The site had a 2nd 3.2 drill guide, which they took from another pan and got a new stryker 3.2 drill bit. The site applied mineral oil to the drill guide and drill bit to add some lubrication. However, the exact same problem occurred with the new drill bit and 2nd 3.2 drill guide. After this, the site decided to try a different drill bit and got a smith and nephew 3.2 drill bit and a 3rd 3.2 drill guide. The drill bit and 3.2 drill guide fused together again, but the site was able to separate them without too much difficulty. At this point, the surgeon decided to try a different drill with a stryker gray 3.2 drill bit through the 3rd 3.2 drill guide, and was able to drill the hole without any issues. 2 of the 3 drill guides were damaged and require replacement. No impact to patient, delay to case about 30 mins, after first incision.

Manufacturer narrative:
It was reported that while drilling through the 3.2mm drill adaptor s/n (B)(6) and (B)(6) with two stryker gray 3.2mm drill bits, the drill bits got caught inside the drill adaptors. Drill bit were removed from drill adaptors with mineral oil. Surgery was finished with the third 3.2mm drill adaptor and a smith and nephew 3.2 drill bit and no further issue occurred. After the surgery the drill adaptor was checked and it appeared that they both need to be replaced. Devices were not returned to manufacturing site by the customer for investigation. Therefore, the root cause of this event remains unknown.

Event description:
The company field service engineer (fse) was present for a biopsy and ablation case with surgeon. During the case, the surgeon was using a stryker gray 3.2 drill bit through the rosa 3.2 drill guide with a stryker drill. Only a few seconds after beginning to drill, the drill bit and drill guide became fused together. The site had a 2nd 3.2 drill guide, which they took from another pan and got a new stryker 3.2 drill bit. The site applied mineral oil to the drill guide and drill bit to add some lubrication. However, the exact same problem occurred with the new drill bit and 2nd 3.2 drill guide. After this, the site decided to try a different drill bit and got a smith and nephew 3.2 drill bit and a 3rd 3.2 drill guide. The drill bit and 3.2 drill guide fused together again, but the site was able to separate them without too much difficulty. At this point, the surgeon decided to try a different drill with a stryker gray 3.2 drill bit through the 3rd 3.2 drill guide, and was able to drill the hole without any issues. 2 of the 3 drill guides were damaged and require replacement. No impact to patient, delay to case about 30 mins, after first incision.

Manufacturer narrative:
The returned product was evaluated and confirmed the condition to be associated with a previously opened corrective action. Additional information does not change previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
Product was returned at manufacturing site on 09-nov-2020. Device will be analyzed as part of an on-going CAPA about drill adaptors failures. Therefore, the root cause of this event remains unknown. Corrected data: - b4 date of this report. - d10 device availability .- g4 date received by manufacturer. - h2 if follow-up, what type. - h10 additional narratives/data.

Event description:
The company field service engineer (fse) was present for a biopsy and ablation case with surgeon. During the case, the surgeon was using a stryker gray 3.2 drill bit through the rosa 3.2 drill guide with a stryker drill. Only a few seconds after beginning to drill, the drill bit and drill guide became fused together. The site had a 2nd 3.2 drill guide, which they took from another pan and got a new stryker 3.2 drill bit. The site applied mineral oil to the drill guide and drill bit to add some lubrication. However, the exact same problem occurred with the new drill bit and 2nd 3.2 drill guide. After this, the site decided to try a different drill bit and got a smith and nephew 3.2 drill bit and a 3rd 3.2 drill guide. The drill bit and 3.2 drill guide fused together again, but the site was able to separate them without too much difficulty. At this point, the surgeon decided to try a different drill with a stryker gray 3.2 drill bit through the 3rd 3.2 drill guide, and was able to drill the hole without any issues. 2 of the 3 drill guides were damaged and require replacement. No impact to patient, delay to case about 30 mins, after first incision.